Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 204. Support prompted the pt to check for exposed wiring. The pt confirmed there was an exposed wire at the top of the belt connection. The pt was issued a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, there was a broken yellow wire (pgnd) inside the trunk cable. The cause of the service code 204 is a disruption in communication between the belt and monitor. The cause of the disruption in communication is the damaged yellow wire. The root cause of the damaged yellow wire cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged trunk cable wire. The pt received a replacement electrode belt.